Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms while connected to 14v batteries was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from (B)(6) 2021 at 23:44:04 to (B)(6) 2021 at 15:24:21 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. The log file also captured intermittent low voltage advisory alarms while connected to 14v batteries from (B)(6) 2021 to 20:16:56 to (B)(6) 2021 at 15:13:07 due to the voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred on the black power lead. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided stated that the atypical alarms resolved after the system controller was exchanged. It was noted that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 13nov2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the system controller power cables, 14v battery, and battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables, 14v battery, and battery clip. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their controller's power cables, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-00378. It was reported that the patient had frequent low voltage and power cable disconnect alarms while their heartmate device was powered by batteries as well as the mobile power unit. There was no visible damage to any cords or to the system controller. The alarm could not be replicated in clinic. The log file captured some intermittent indications of a weak connection between the battery and battery clip contacts which caused power cable disconnect events. There were no issues recorded while the device was powered by the mobile power unit. The patient's system controller was exchanged and the alarms resolved.